Event description:
Based on the information received on 22-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 20-nov-2017 from a nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had swelling and pain, also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (in 2016). On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (repeat treatment) once (dose and indication: unknown) into the right knee. On an unknown date in (B)(6) 2017, few days after starting treatment the patient experienced pain and swelling. The patient was advised to rest, apply ice and elevate and was not brought into the office. It was reported that the patient seemed to be resolving with recommendations. Corrective treatment: advised rest, ice and elevate for both the events outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced right knee pain and swelling. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.